Manufacturer narrative:
The suspect medical device was updated. Relevant fields of section d were updated. The coaguchek inrange meter serial number was (B)(6). An additional meter to laboratory comparison was provided: the laboratory result was 1.5 inr. The result from the meter was 3.0 inr. The test strips were received for investigation. Sections d9 and h3 were updated. The returned test strips were measured with the reference meter with a high-level control sample: testing results (qc range: 2.6 - 3.2 inr): qc 1: 2.9 inr qc 2: 2.9 inr qc 3: 2.9 inr all inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred. The returned customer material and retention material comply with the specification. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Section e3: occupation is patient/consumer the meter and test strips were requested for investigation. The investigation is ongoing.

Event description:
We received an allegation of a discrepant high inr result with a coaguchek inrange meter compared to an unknown laboratory method. The result from the meter was 3.2 inr. The result from the laboratory was 1.9 inr. The patient¿s therapeutic range was not provided.